Event description:
It was reported that the pump's touch screen was cracked, unresponsive, and unreadable. Customer¿s blood glucose level was 100 mg/dl. The customer reverted to an alternate method in insulin therapy.